Event description:
Livanova (B)(4) received a report that a s5 roller pump did not stop following to a pressure alarm during procedure. The issue was solved by the user by restarting the device. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The pressure module was replaced as precaution even if no malfunction could be detected. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As per instruction for use, the monitoring function must be checked prior to each operation. An user error in setting the link between the pump and the monitoring function cannot be excluded. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.